Event description:
On (B)(6) 2025 the user reported receiving an occlusion alert and a partial meal bolus delivery. The user performed a full supply change and resumed insulin delivery without further issues. Blood glucose levels were unaffected and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.